Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose level was over 800 mg/dl at time of incident and the current blood glucose level was 319 mg/dl. The customer was treated with insulin drip and manual injection. Customer reported symptoms related to the high blood glucose as throwing up every hour prior to going to the hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was also reported that they were getting bolus stopped alarms. Customer did not allege insulin pump was under delivering. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected basal and bolus failed messages during testing. No bolus stopped alerts noted.